Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was observed to have been severed 51 millimeters (mm) from the terminal pin. Two segments were returned, totaling 450 mm. The mid-body portion of the lead appears to have not been returned. Continuity testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm any lead characteristic that would have caused a dislodgement.

Event description:
Boston scientific received information that during an implant procedure this right atrial (ra) lead dislodged during an attempt to fixate the suture sleeve. The physician attempted to repositioned the ra lead but its helix was observed to not extend or retract properly. The ra lead was eventually removed and replaced prior to pocket closure and was never in service. No adverse patient effects were reported.